Manufacturer narrative:
The original complaint was translated from (B)(6) to english. The customer indicated that there were a couple of candles on the other side of the table. No exact distance was cited by the customer. The width of the table was not provided. She stated that a few droplets reached the other side of the table. She did not indicate the manner in which this occurred. She believes the gas that leaked from the canister ignited when it sprayed out from the canister. She acknowledged that the packaging states that the container should be stored away from flames, but did not feel the candles were considered close. She also acknowledged the printed hazard warning on the packaging that states that this product is highly flammable and should not be sprayed near open flame. The customer did not seek medical attention for the blisters on her hand or the irritation in her eye. She stated that she rinsed her hand and eye with cold water and felt much better after doing so. She refused to return the product. The customer also did not provide the lot number of the product. Without a lot number, sample retain testing cannot be performed. Without evaluation of the returned product, no definitive or contributing causes can be determined.

Event description:
A customer, located in (B)(6), was using the scholl freeze verruca and wart remover product. When the customer pressed down on the actuator to dispense the cryogen, there was a loud sound and the customer felt tiny droplets of fluid leaking out from the canister. The location of the leak was not identified. It sprayed over the customer's right hand and up into her face. At the same time, the fluid caught fire while spraying the customer's hand and face. The customer extinguished the fire by blowing the smothering the fire with paper and her hands. This incident caused minor blisters to the customer's right hand and a slight irritation to her right eye. The customer did not seek medical treatment. She rinsed her hand and eye with cold water.